Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The evaluation into the heart valve damage issue has been completed. The cause of the aortic valve injury and its relation to the impella was not determined since the product, data logs, and sufficient clinical information were not provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella for mechanical circulatory support. Six months after the impella device was explanted, the patient was observed by transthoracic echocardiogram and the staff discovered an aortic valve injury that they attributed to use of the impella.